Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 200 mg/dl, 121 mg/dl and 251 mg/dl. No adverse event reported. Meter requested for evaluation; test strips are no longer available and will not be returned.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.